Event description:
The customer reported that his blood glucose was 39 mg/dl, which he treated with food and juice. Troubleshooting was performed with the customer's insulin pump as the customer also stated he was noticing clogging in the tubing. The drive support cap appeared normal. The customer's priming technique followed protocol. Programming was found to be accurate and the reservoir showed the same amount of insulin as was shown on the status screen of the insulin pump. No unusual events were found in the history. The displacement test was performed and passed. The customer also experienced a high blood glucose of 232 mg/dl and further troubleshooting was performed. No air was found in the tubing. Insulin exited the tubing during a manual prime. Upon removal of the customer's infusion set, the cannula was not bent. The customer stated he would monitor the insulin pump and his blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.